Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr 803. Fracture surface shows signs of corrosion. The corrosion covers approximately 1/3 of the fracture surface and it would appear there have been a crack in the tip for some time prior to ultimate failure. Investigation of the other tip of these forceps, which hadn't yet failed, shows a crack existing in it as well. The crack has evidence of brown corrosion around it which would suggest it is failing in the same way as the broken one has.